Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly which led the pump to shut down. The customer's blood glucose ranged from 150-200 mg/dl. Customer declined troubleshooting with tandem technical support.